Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, uterus enlarged, blood transfusion, vaginal bleeding, dizziness, palpitations, gestational hypertension, uterine fibroids, parity 4, multigravida and lightheadedness. Moderate blood on peripad. Previously administered products included: depo provera, ferrous sulphate & folic acid, methylergonovine maleate, amoxicillin, tramadol and acetaminophen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (abdominal supercervical hysterectomy without salpingo-oophorectomy bilaterally.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. [Blood test] on (B)(6) 2018: lab results: hemoglobin: 8.0 (l) [computerised tomogram abdomen] on 05-dec-2018: clinical information: post operative infection, abdomen pelvis. Technique: after administration of intravenous contrast 5 mm axial images were obtained from the lung bases through the pubic symphysis. Findings: the visualized portions of the lung bases demonstrate mild subsegmental atelectasis. There is bilateral symmetric enhancement of the kidneys without evidence of hydronephrosis or focal lesions. There is a tiny periumbilical hernia containing omental fat. A normal appendix is visualized within the right lower quadrant. There is a rim-enhancing fluid collection identified within the right lower quadrant measuring 4.3 x 6.6 cm most compatible with an abscess. There is diffuse surrounding inflammatory change. The ovaries are heterogeneous with multiple hypodense rim-enhancing lesions identified within bilateral ovaries; tubo-ovarian abscess cannot be excluded. Impression: there is a 6.6 cm rim-enhancing fluid collection identified within the pelvis with surrounding fat stranding most compatible with an abscess. Abscess collection abuts bilateral ovaries. The ovaries are heterogeneous containing hypodense lesions which may be related to corpus luteal cysts however tubo-ovarian abscesses cannot be excluded. [Fistulogram] on 14-dec-2018: procedure: pelvic abscess sinogram clinical history: recent pelvic abscess drainage, evaluate remaining abscess cavity. Findings: this demonstrated a small remaining abscess cavity. A fistulous communication was then identified extending posteriorly from this abscess to the vaginal fornix. The vaginal canal filled with contrast. The patient described vaginal discharge at this time. Impression: significant decrease in size of the pelvic abscess cavity since prior abscess drainage [pathology test] on (B)(6) 2018: surgical pathology report clinical history: pre-operative diagnosis: menorrhagia diagnosis: uterus, supracervical hysterectomy: endometrium: asynchronous. Submucosal leiomyoma. Myometrium: leiomyomata. Adenomyosis. Specimen: uterus gross description: within the right and left cornu, there is a portion of coiled wire present. [Ultrasound scan] on (B)(6) 2018: ultrasound pelvis clinical history: post-operative wound abscess, recent drain placement, evaluate for residual fluid collection. Technique: limited ultrasound of the pelvis was performed. Grayscale, color and spectral doppler imaging were employed as indicated. Comparison: CT abdomen and pelvis dated 05dec2018. Findings: a drain is seen in place in the pelvis. There is no increased vascularity. Impression: tiny residual fluid collection measuring 2.3 x 0.4 x 4.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.